Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
The product was evaluated. An exterior visual inspection was performed and failed due to perpetual rebooting. Receiver charge and boot tests were performed and failed due to perpetual rebooting. The receiver log was not downloaded and reviewed due to the receiver perpetually rebooting. No data was provided for evaluation. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.